Event description:
It was reported the ncircle tipless stone extractor¿s basket wire "broke" and basket cannot be pushed out prior to use an unspecified kidney procedure. The procedure was completed by using another same-type device. A customer attached photo appears to show part of one of the basket wires. This is separated from the distal notched cannula. The small loop that joins the two basket wires is visible at the distal tip of the basket sheath indicating one of the basket loops may still be in the sheath. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The device did not make patient contact.

Manufacturer narrative:
E1 - phone number: (B)(6). G4 ¿ PMA/510(k) #: exempt. H3 - device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.